Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a total fluid loss. The location and source of the fluid loss was not identified. The existing aus was removed and replaced with a new one. No patient complications were reported.